Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarming is not working properly in 2 rooms. No patient harm was reported.